Event description:
It was reported that this right ventricle (rv) lead had dislodged nineteen days post implant. Consequently, the patient underwent a revision procedure and this lead was successfully replaced. No known adverse patient effects reported.